Manufacturer narrative:
Evaluation description: analysis confirmed normal battery depletion.

Event description:
It was reported that during a routine follow up, the pulse generator could not maintain telemetry. On (B)(6) 2013 during a device change out, the physician used electrocautery to open the pocket and loss of output was noted. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.